Event description:
It was reported that three patients who underwent an open one or two level transforaminal lumbar interbody fusion using rhbmp-2/acs developed complications during the 3-month perioperative period. The initial surgical procedure was described as a standard posterior midline approach made with subperiosteal dissection. After placement of pedicle screws, a unilateral facetectomy was performed. The rhbmp-2, sponge size not stated, was combined with local autograft, iliac crest bone graft and/or various bone graft extenders and placed in the interbody space along with a polyetheretherketone cage. One-third of the sponge was placed in the disc space, and one-third in the lateral gutters. Rods were then contoured in lordosis and placed into position. The patients experience seroma causing neural compression and requiring a revision surgery. The radiculopathy was on the same side as, and corresponded to, the dermatomal distribution of the tlif window. The symptoms improved an average of 4 months after the evacuation of the seroma surrounding the nerve root.

Manufacturer narrative:
(B)(4). Literature citation: kirk owens, et al. Perioperative complications with rhbmp-2 in transforaminal lumbar interbody fusion. European spine. 2010; 1494-7. A review of the device history records is not possible without additional device information. Neither the device nor (test results or imaging films) were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.